Event description:
The surgeon reports he had to perform a revision surgery approx 3.5 months post op, because the rotator cuff repair had failed. During the revision, the surgeon noticed "the eyelet suture of the anchor was out". This is the second of three cases from the same surgeon. Add'l info has been requested. This device is used for treatment.

Manufacturer narrative:
The implant was not returned for eval. The lot # was not provided, therefore, device history could not be reviewed and the mfg date was not determined. The cause of this event could not be determined from the info available and without device eval. A f/u report may be submitted if add'l pertinent info becomes available.